Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the distal stem and proximal body were opened on the sterile field. The tech had trouble assembling the two. Upon further investigation, the screw from the proximal body was assembled upside down. The tech took out the screw and put it in the correct orientation and the stem and proximal body threaded together. Update sep 27, 2017 after review with the product analyst, it was reported that the anterior proximal body was delivered by manufacturer with integrated screw assembled incorrectly "upside down".

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.